Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 11. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.